Manufacturer narrative:
Updated data: b2. Outcome attributed and date of death updated b5. Second paragraph added h1. Type of reportable event updated additional codes added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, asystole and a possible coronary occlusion of the left anterior descending (lad) artery occurred. The asystole was treated with cardiopulmonary resuscitation and defibrillation, while the coronary occlusion was treated with an intervention to the left internal mammary artery (lima) to lad. The pat ient's hospitalization was prolonged due to these adverse complications, and the patient was stated to be on cardiac bypass. No additional adverse patient effects were reported. Additional information was received that indicated that the intervention was a coronary artery bypass graft of the lima to the lad. Subsequently, the family decided to discontinue life support and the patient died the day after valve implant.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, asystole and a possible coronary o cclusion of the left anterior descending (lad) artery occurred. The asystole was treated with cardiopulmonary resuscitation and defibrillation, while the coronary occlusion was treated with an intervention to the left internal mammary artery (lima) to lad. The pat ient's hospitalization was prolonged due to these adverse complications, and the patient was stated to be on cardiac bypass. No additional adverse patient effects were reported.